Event description:
Additional information received reported that the physician could not get the lead into the battery, there was something blocking the lead from full insertion. The battery was not used/implanted within the patient and had been returned to manufacturer for analysis.

Event description:
It was reported that during the surgical procedure, the physician was not able to insert the lead (39565) to the implantable neurostimulator (ins) header block in the 8-15 electrode port. Approximately six attempts to connect were made, including attempts to loosen the setscrew. The manufacturer representative inspected the leads for any irregularities and believed that they visually "looked totally fine." A test of the impedances was performed, and did not yield normal results. The use of a different ins in place of the device in question resolved the problem. No patient injury or symptoms were reported.

Event description:
Additional information received noted that the device was never used because, the physician was unable to insert the lead into it. The patient never received this neurostimulator, so the patient was doing fine with the new properly functioning stimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 39565. Product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.